Event description:
It was reported that cartridge alarm 30 occurred during load process even though customer followed prompts and used proper loading technique, and alarm recurred when customer attempted to load new cartridge, preventing resumption of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to contact healthcare provider for backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details and signature requirement, instructed customer to place current pump in storage mode and return it within 10 days using provided materials, and informed customer they would need to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.